Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is not shifting. Additional malfunction is the power switch has no alarm.